Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual pacing impedance rise since march and at the last check it was observed to be out of range. Also, the pacing threshold has increased. The patient is not pacer dependent. The shock lead impedance was found within range. Noise was noted on shock electrogram with isometrics due to muscle movement. The pacing output was reprogrammed and physician is considering a surgical procedure. The rv lead remains in service at this point. No adverse patient effects were reported.